Manufacturer narrative:
This is our final report on this incident.

Event description:
Originally the customer reported a false positive reaction of a donor sample with the anti-b of ih-card abd(dvi+)-conf. When used on the ih-500 instrument. The customer stated that the donor had the known blood group a. The customer repeated the test on the same instrument and received the correct and expected result. She informed us that two other samples had each shown a false positive result. Both specimens were blood group b rhd positive, and each showed a false positive reaction in the anti-a on ih-500. The customer neither provided the complaint sample for investigational testing nor the specimens that had caused the false positive test results. Therefore our quality control laboratory tested their retention sample. First, our quality control laboratory visually inspected the retention sample of the supposedly defective lot for intact sealing, homogeneous gel, correct filling height and splashes in the reaction chamber. All acceptance criteria were met. We did not observe any splashes in the reaction chamber. Then the quality control laboratory tested the retention sample with different donor samples on ih-500. All positive and negative reactions were correct. We did not observe any false positive reaction in the anti-b or the anti-a well. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot the affected ih-500 instrument was checked by one of our field service engineers. The needle was found to have no damage and its localization was correct. The data files of the affected ih-500 instrument did not include the correct images, so it is not possible to comment on the status of the card before pipetting. Based on the investigation the complaint was classified as undetermined: the complaint sample was not available for investigation and the retention sample reacted as expected. Instrument data was missing, so it was not possible to investigate the device.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
Originally the customer reported a false positive reaction of a donor sample with the anti-b of ih-card abd (dvi+) conf. When used on the ih-500 instrument. The customer stated that the donor had the known blood group a. The customer repeated the test on the same instrument and received the correct and expected result. She informed us that two other samples had each shown a false positive result. Both specimens were blood group b rhd positive, and each showed a false positive reaction in the anti-a on ih-500. The customer neither provided the complaint sample for investigational testing nor the specimens that had caused the false positive test results. Therefore our quality control laboratory tested their retention sample. First, our quality control laboratory visually inspected the retention sample of the supposedly defective lot for intact sealing, homogeneous gel, correct filling height and splashes in the reaction chamber. All acceptance criteria were met. We did not observe any splashes in the reaction chamber. Then the quality control laboratory tested the retention sample with different donor samples on ih-500. All positive and negative reactions were correct. We did not observe any false positive reaction in the anti-b or the anti-a well. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The data files of the affected ih-500 instrument are still under investigation.